Manufacturer narrative:
D9: 10/16/2024. H3: one device was returned for analysis with the locknut separated from the stopcock assembly. Visual inspection showed no additional physical damage. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The cause was identified to be due to manufacturing of the molded component. No adverse trends have been identified related to this issue. A lot history review was performed and no causes or potential causes to the customer's reported problem was found.

Manufacturer narrative:
Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the stopcock was being used on the transduced ra line. It was the medication access port and was infusing red blood cells. When the rbcs were finished, the nurse picked up the line to disconnect and cap, but the stopcock port just fell off (without any twisting action). The event happened while in use with a patient. It resulted in no patient harm. The issue was resolved by replacing the stop cock.